Event description:
Customer reported she has been experiencing high blood glucose levels past couple of days. Customer's blood glucose was 520 mg/dl, treated with manual injection. Customer did not have any symptoms for high blood glucose. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer did not have tubing clamp unable to perform high pressure test. Customer was advised to remove infusion set, cannula was not bent. Customer was advised of how to prevent high blood glucose. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.